Event description:
The end users father states the chair is in need of repair. He states the hub brake isn't working. The end user states the replacement piece was sent unassembled and his daughter is in a loner 7857hf